Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing, impedance calibration testing, dfeib/pacer stress testing, bench handling and defib cycling without duplicating the customer's report. The paddle grounding springs have been replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.